Event description:
A hydrothermablator was used for a hydrothermablation procedure(age, weight unknown). According to the complainant, "physician perforated the uterus prior to hysteroscopy using a sound while dilating". The perforation was noted during hysteroscopy. The procedure was not completed as a result of this event. The perforation was expected to heal on it's own, and there were no further complications reported with this event.

Manufacturer narrative:
A device evaluation was not performed as the product was disposed. A ship history/device history review were performed and it was determined that the two most probable batches for DHR review were 34667 and 34870 . There were no anomalies noted. Additionally, the expiration and manufacturing dates are not known as no lot number was provided.